Manufacturer narrative:
(B)(4). Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that during a spinal procedure to implant the interbody cage at l4/l5, the cage cracked at the screw in the inferior right side during screw tightening. The cover cage would not be implanted because of that. The right inferior screw was removed and then the cover plate could be implanted. One screw at the superior side and one screw at the left inferior hole were implanted. The cover plate locked in place on both sides. No patient complications were reported.

Event description:
It was reported that the peek cage implant cracked during screw tightening which caused the cover plate not to go on. The screw at where the plate cracked was removed and the cover plate worked. No patient complications were reported.